Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt on (B)(6) 2020 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient visited the hospital with gait disturbance. MRI confirmed rupture of the lumbar catheter and enlargement of the ventricles. The valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve and the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to improper handling of the device, at the time of investigation no function issues were noted.